Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly shutdown. After charging the pump, the customer reported that the touch screen was unresponsive. Customer's blood glucose was 542 mg/dl due to exercise. Customer did not treat elevated blood glucose. It could not be confirmed if customer did not treat elevated blood glucose due to the alleged malfunction. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (shutdown) was verified and a different issue was identified. The alleged malfunction (touchscreen) could not be verified.